Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump powers with returned battery cap. A battery compartment crack was observed. The pump case cracked in rh corner of display area.the black box shows cs 064, cs 078, 088 and 128-fb88 alarms on 1/16/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.